Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37603, serial (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a terrible post-operative reaction and had stereoscopic vision, double vision, he couldn't move his right side and couldn't see out of his left eye. The caller stated he was afraid of ever turning is implants off because of the reaction he had while they were off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they informed the physician who was aware of the issues. As of (B)(6) 2018, the patient¿s issues had been resolved and they were doing fine. No further complications were anticipated.